Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-15863. According to the information provided by olympus (thailand) co., ltd. (Oth), it was (B)(6) 2021 that the nurse at the user facility reported a MDR reportable malfunction to the olympus field service engineer. Therefore, the correct g3 "date received by manufacturer" in the initial report is (B)(6) 2021. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The olympus field service engineer visited the user facility and confirmed that the event reported by the user was reproduced and that the lamp life indicator showed 400 hours. The device was returned to olympus (B)(4) for inspection. The device was evaluated at (B)(4). As a result of the evaluation, it was confirmed that the spare lamp indicator was lit up due to the burning of the xenon lamp. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The olympus field service engineer was informed by telephone by a nurse at the user facility that during the preparation for use, xenon lamp did not work and the spare lamp worked normally. The nurse replaced the device to another device. And the intended procedure was completed with another device. There was no report of patient injury associated with the event.